Manufacturer narrative:
(B)(4). A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an 814:01 failure code was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 814:01 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.